Event description:
Two events involving the same brand but two different lots of the kugel hernia mesh. Both lots of the mesh were recalled via a class 1 recall in january of this year. The first patient was initially treated for a gunshot wound to the abdomen and developed an incisional hernia which was repaired with a kugel patch prior to release of the recall. He recently presented with a recurrent incisional hernia at the 9 and 10 o'clock position. The doctor removed the patch and replaced it with another brand of mesh. The second patient had a laparoscopic nephrectomy done by a hand port incisional hernia. The defect was initially repaired with a kugel mesh device. Postoperatively, the patient gained 30 pounds in an approximate year long time frame and had a recurrence of the previous hernia.